Event description:
It was reported that the patient experienced loss of efficacy. Impedances were found over 4000 as well as low battery life. On (B)(6) 2012 the device was reprogrammed to increase the amplitude, change the polarity and turn off cycling. It was determined that the lead wires were twisted and the leads malfunction. Lead and implantable neurostimulator were replaced on (B)(6) 2012. It was reported that the patient had recovered without sequela as of (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v689340, serial#, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the sacral x-ray showed the lead appeared to be pulled back.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found. Final device analysis of the lead revealed the following: the # 0 and # 1 conductors were broken (overstressed) on the proximal segment, 4.3 cm from the proximal end. All conductors were broken (overstressed) on the distal segment, 11.5 cm from the distal end. The lead was severely twisted. There were open circuits on numbers 0, 1, 2, and 3. The #1 and #3 circuits were shorted together on the distal end of the break.

Event description:
Information was previously reported in manufacturer report #3004209178-2013-20694. If additional information becomes available, a supplemental report will be filed on this report.